Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a bilateral tkr had been performed on (B)(6) 2016, the patient presented right tibial pain. Bone scan reported that the tibia was "hot" and loose. A revision surgery was performed on (B)(6) 2023 in order to remove the tibial insert and baseplate, and a new journey+legion tibial insert, baseplate, stem and resurfaced patella were implanted. No patient details or x-rays available. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, a definitive clinical root cause of the reported event cannot be confirmed nor concluded. The patient impact beyond the reported pain, bone scan findings and subsequent tibial baseplate/insert revision could not be determined. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that looseness of components can occur as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. This has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.